Event description:
It was reported that during a preventive maintenance (pm) of the external pulse generator (epg), the clinician found the knobs hard to adjust. The knobs are still working, but were clicking more than normal. The top knob was mainly the issue. It was also reported the knobs for rate and output were difficult to adjust. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It was noted that the lower case was broken, one bail cover was broken and contaminated, the ring cover was missing, the ring was missing and the serial number label was damaged. (B)(4).

Event description:
It was reported that during a preventive maintenance (pm) of the external pulse generator (epg), the clinician found the knobs hard to adjust. The knobs are still working, but were clicking more than normal. The top knob was mainly the issue. It was also reported the knobs for rate and output were difficult to adjust. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.